Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed the keypad was intact but the keypad symbols were worn. The contrast button was intermittently unresponsive and the up, down and ok buttons responded appropriately. Contamination was found under the up, down and contrast buttons. The lens was found to be scratched.

Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under the buttons. This report is made based on results of investigation completed on (B)(4) 2013.